Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was over 500 (mg/dl). The customer was taken to the emergency room and eventually hospitalized due to the elevated bg level. The customer received insulin intravenously to address bg level. Although requested, additional information regarding the hospitalization event was not provided.